Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2002 in order to treat pelvic floor prolapse with hypermobile ultraviolet angle and large rectocele concurrently with posterior repair and bladder neck suspension. It was reported that following insertion the patient experienced pain, urinary problems, dyspareunia, and scarring. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2002 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was reported that the patient underwent cystoscopy and dissection of the periurethral area to lyse adhesions and mesh on (B)(6) 2003 by dr. Due to vaginal periurethral pain and anterior/posterior repair with enterocele repair on (B)(6) 2003 due to cystocele, rectocele and vaginal prolapse. No additional information was provided. (B)(4).